Event description:
It was reported that the 9900 system pivot lock was broken. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The pivot lock was repaired during the svc call. The system was tested and found to be working as intended and put back into svc. This MDR is related to ge healthcare complaint number.